Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1320. Per reporter, batteries were replaced, pump changed to intermittent mode and pump is locked. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).